Event description:
It was reported that stable angina pectoris occurred requiring treatment. In (B)(6) 2024 , the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the ramus with 95% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. The target lesion 2 was located in the first right posterolateral branch (rpl) with 90% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. Four days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025 , the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Six days later, the event was considered to be recovering/resolving, and the subject was discharged from the hospital.

Event description:
It was reported that stable angina pectoris occurred requiring treatment.in (B)(6) 2024, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the ramus with 95% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. The target lesion 2 was located in the first right posterolateral branch (rpl) with 90% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. Four days after, the subject was discharged on aspirin and clopidogrel.in (B)(6) 2025, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Six days later, the event was considered to be recovering/resolving, and the subject was discharged from the hospital.it was further reported that the patient experienced stable angina pectoris in march 2026 and medication was given or regimen adjusted to treat the event. Five days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.